Manufacturer narrative:
The customer is only reporting a general increase in pressure injuries and are not reporting a specific event or injury. The account manager has confirmed that they are planning a training session to avoid these injuries going forward. Customer is not alleging any defect with product.

Event description:
It was reported that the customer has a general concern about an increase in pressure injuries. They are not alleging any defect with the product and did not report a specific injury or event.

Manufacturer narrative:
Supplemental submitted to include. Customer is not alleging any defect with product.

Event description:
It was reported that the customer has a general concern about an increase in pressure injuries. They are not alleging any defect with the product and did not report a specific injury or event.